Event description:
Healthcare professional did not report an event. Later, healthcare professional reported "capsule / possible deflation". This record is for right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: the device related to the reported event of capsular contracture and rupture was received. No observations are performed for the complaint as the event is no complaint against the device. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening, observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (non-penetrating nicks and creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional did not report an event. Later, healthcare professional reported "capsule / possible deflation". This record is for right side. Device was explanted and replaced.